Manufacturer narrative:
Corrosion was noted within the device.

Event description:
The micro sagittal saw was sent in for eval because it was running while in safety mode. The event occurred during testing; there was no pt involvement, no adverse event was associated with the device.